Event description:
It was reported that a pt was getting out of the bed with the bed exit alarm set. Reportedly, the audible alarm did not sound and the pt fell out of the bed. The pt had a small bump on his arm, but no medical intervention was required.

Manufacturer narrative:
Result: red wire inside the beeper was not attached.